Event description:
Conmed japan reported on behalf of their customer that the device yp1301rb, y-knot® pro flex 1.3 mm anchor, ribbon bl was being used on (B)(6) 2025 during a left knee mcl and ¿of the five yknots used, it was discovered that the tip of the inserter (anchor connection part) had broken after insertion on the second yknot. The inserter was also difficult to remove after insertion, and when the handle part where the suture was loaded was removed and pulled out, the tip was bent in an l shape. A post-operative x-ray confirmed the broken metal fragment. It was decided that the patient would be monitored for a while after the surgery.¿ further assessment was sent; however, no updates were available. The procedure was completed without an alternate device. This report is being raised due to the reported injury of device fragmentation remains in patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 9 reports, regarding 11 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device (B)(6), y-knot® pro flex 1.3 mm anchor, ribbon bl was being used on (B)(6) 2025 during a left knee mcl and ¿of the five yknots used, it was discovered that the tip of the inserter (anchor connection part) had broken after insertion on the second yknot. The inserter was also difficult to remove after insertion, and when the handle part where the suture was loaded was removed and pulled out, the tip was bent in an l shape. A post-operative x-ray confirmed the broken metal fragment. It was decided that the patient would be monitored for a while after the surgery.¿ further assessment was sent; however, no updates were available. The procedure was completed without an alternate device. This report is being raised due to the reported injury of device fragmentation remains in patient.